Event description:
It was reported that during implant that extra cardiac stimulation causing discomfort was noted on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of extra cardiac stimulation was not confirmed. As received a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.